Event description:
Reporter indicated a vns therapy pt developed an infection at the generator site post end of service replacement surgery. The surgeon indicated the pt had a catheter near the generator site on which the medical professionals had been working, but it was not stated this caused the infection. Add'l follow up with the surgeon revealed the cause of the infection was unk. Cultures were taken in 2009 and one month later, and both results showed an infection was present. The generator was explanted and the pt was treated with antibiotics for two weeks. Cultures taken at the site recently came back negative for infection. The physician will likely go back in after infection has healed to replace the generator. The surgeon did not know if any pt manipulation or trauma occurred. Review of MFR records confirmed sterility prior to shipment. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Results - review of mfg records confirmed sterilization for both the generator, and lead prior to distribution.